Event description:
It was reported that the tip of the device broke off during surgery. Case was aborted. No more information provided.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. The complaint of a broken tip was confirmed. The investigation revealed one ar-2820 device returned with the target cup of guide arm broken off at weld seam. Complainant's event is typically caused by excessive bending forces being applied during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.